Manufacturer narrative:
The actual device was returned for evaluation and testing. The battery oscillator device was evaluated and the reported condition that after sterile processing rust was detected running out of the machine was confirmed. An assessment was performed on the device which found that a brownish liquid was leaking out of the device. It was reported that due to this observation the device was disassembled. It was found that all sealing's were worn and that the gears and the gear box had started to rust. Inside of the gearbox were traces of a brownish liquid. The assignable root cause was determined to be due to normal wear and lack of service. A review of the device history was performed and no non-conformance's were detected related to the reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that after washing the battery oscillator device in sterile processing it was observed that there was rust running out of the device. During in-house engineering evaluation it was observed that a brownish liquid was leaking out of the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.